Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional contact: (B)(6).

Event description:
The side of the microclave¿ connector reportedly leaked an unspecified fluid when starting an infusion. The medical staff initially inserted an IV catheter with good blood return. The fluid flow was obstructed due to leakage from the side of the infusion connector. After replacing the connector, normal infusion was restored. There was one quantity affected. There was no patient harm/adverse event reported.